Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 2007 and mesh was implanted. No additional information was provided.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 200 and (B)(6) 2008 and a sling was implanted. It is unknown on which date the mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bowel problems and dyspareunia. The patient underwent mesh excision and new mesh implantation on (B)(6) 2008. The patient underwent mesh excision/revision/removal on (B)(6) 2008 and (B)(6) 2009 due to erosion. The patient underwent incision/removal of mesh and lysis of pelvic adhesions on (B)(6) 2009 and (B)(6) 2011 due to dyspareunia, pelvic pain, posterior pain, and pelvic/vaginal pain. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-07428 and medwatch 2210968-2012-07429. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient concurrently underwent cystoscopy on (B)(6) 2007 and excision of scarring from prolift at apex and left superficial arm and removal of midurethral portion of tvt on (B)(6) 2008.

Event description:
It was reported that the patient concurrently underwent cystoscopy on (B)(6) 2007 and excision of scarring from prolift at apex and left superficial arm and removal of midurethral portion of tvt on (B)(6) 2008.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-07428 and medwatch 2210968-2012-07429. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, urinary frequency, nocturia and urinary urgency.